Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2014. During the procedure, the blade failed to come out of the blade housing when the handle trigger was activated and therefore it wouldn't cut. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade will spin but not advance. Also, the blade failed to stop rotating during the evaluation. The moisture in the pillow likely contributed to what caused the complaint.